Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic inguinal hernia procedure, while grasping the suture, there was a collision between arm cart assembly 1 (aca1, sn: (B)(6) and arm cart assembly 2 (aca2, sn: (B)(6)) that triggered a high-priority alarm with the message ¿danger: incorrect movement of arm. Verify arm to confirm absence of collision or object pushing on arm¿. The bipolar fenestrated grasper (bfg) name turned white on the display and the surgeon lost control through teleoperation; however, the surgical team still had control through bedside. The bfg was released by single-clicking, removed by double-clicking, inspected, and reinserted. There was no patient injury.